Manufacturer narrative:
The investigation determined that lower than expected valp results were obtained from two patient samples using vitros valp reagent with a vitros 5600 integrated system. The assignable cause was found to be user error. The customer entered incorrect calibration parameters for a plasma user calibration. After programming the appropriate calibration parameters, no further lower than expected results were observed. (B)(4).

Event description:
A customer obtained non-reproducible, lower than expected valproic acid (valp) results from two patient samples using vitros valp reagent with a vitros 5600 integrated system. The results are as follows: patient 2: <10 ug/ml versus expected results of 100.5 and 105.5 ug/ml. Patient 4: <10 ug/ml versus expected result of 67.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected valp results were not reported from the laboratory to a clinician. There is no allegation of patient harm as a result of the events. (B)(4).